Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion pm test pressure over 21 psi was not reproduced. The device sent for downstream occlusion test and returned with passing results. A review of the event history log revealed downstream occlusion message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion pressure over 21 psi(pounds per square inch) during preventive maintenance test in the biomedical service department. There was no patient involvement. No additional information is available.